Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bowel enterotomy procedure, with a series of 4 throw interrupted knots (2 square knots, 4 throws total, laparoscopic instrument tie). While suturing, surgeons and staff noticed that the previous knots were unraveling. Surgeon tried securing knots by pulling suture tighter. The last throw of the knot kept unraveling. Surgeon went ahead with the procedure with the knots holding at three throws rather than 4 throws. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the sample had acceptable result. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.